Event description:
Sorin group (B)(4) received a report that the emergency power pack of the s5 roller pump would intermittently stop and restart. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s5 dc/dc module. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the emergency power pack of the s5 roller pump would intermittently stop and restart. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.